Manufacturer narrative:
The explanted device was not expected to be returned. The field representative later reported that a new device was implanted on (B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific lead system presented with an infection in the device pocket after developing a hematoma associated with the use of anticoagulation for an aortic mechanical prosthesis. A three month course of antibiotic treatment was provided and symptoms improved. However, after the course was completed, the symptoms returned. The physician recommended explantation of the crt-d system but the patient did not agree to this option. Now the patient was seen for a routine device follow up and for the systemic infection. The physician ordered the patient to be hospitalized in the emergency room where blood tests were done. The physician was expecting to explant the system. It was later reported that the device and leads were explanted without complication two weeks later. No additional adverse patient effects were reported.